Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The touchscreen (ts) had visual dents, and was found unresponsive. The housing rear, and pacing system analyzer (psa) plug were cracked. It was further observed the electrocardiogram (ECG) test failed and had a noisy signal during printing. This was caused by a defective ECG cable. The ts, housing rear, psa plug and ECG cable were all exchanged. No further anomalies were observed.

Event description:
Boston scientific received information that a bad smell was coming from this programmer. The bottom of the programmer was hot to touch. A capacitor issue was suspected to be the cause of the smell. No adverse patient effects were reported.